Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer states when they plugged the helium its loose and they can not plug it in and the pump is not working and alarm shows autofill failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was to able identify the cause of the autofill failure. The fse had found the balloon catheter port on the pneumatic interface module was broken and free spinning. Replaced the pneumatic interface module and functional tested with any further failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.